Event description:
Boston scientific received information that this pacemaker was previously explanted and replaced with an implantable cardioverter defibrillator (ICD). It was reported on post operative note that this pacemaker had exhibited mechanical failure. No further information has been made available and no adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.